Manufacturer narrative:
The customer¿s reported incident that the pcu was "peeping" with a black screen could not be confirmed. Alaris tech support assisted the customer with unplugging the unit and removing the battery. However, the pcu would still not power off. The customer was advised to disassemble the pcu and disconnect the logic board. Tech support closed their case# (B)(4) at 5:36 am on 28 june 2019. Requested that the tech support agent confirm with customer that disassembling the pcu to remove the logic board stopped the reported beeping noise. Agent confirmed that customer did this, resolving the issue of the ¿peeping¿ noise. No device or device logs were returned for investigation. No device history or qn search was performed since no source device serial number was reported by the customer. Device was being used for patient treatment. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted the customer stated that there was no patient involvement.

Event description:
(B)(4). Tech. Called in for help on how to get the 8015 unit to go off failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: tech. Called in for hep on to power 8015 unit off he get a peeping and unit want power off has a black screen had tech remove battery unplug unit still will not power off will have to remove main board off unit customer thank me for my assist.